Event description:
Per complaint (B)(4), the neck region on the implant fractured.

Manufacturer narrative:
Part received is different from what was submitted on initial MDR. We could not identify the lot number from which the part originated. The customer has received three different lots for this part number. Additionally, device evaluation suggests device fracture occured at time of extraction. Follow-up submitted to report device evaluation. Updated report submission date and to report device evaluation results. Updated part number and UDI, device return date. Updated awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes.

Manufacturer narrative:
Follow-up provide to provide additional information. (B)(4).